Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. The recipient's device was explanted. The recipient will not be re-implanted. The wound healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Bipolar cautery was reportedly used during the surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction information: sections h.4, h.10. Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection and the photographic imaging inspection. System lock could not be obtained at any spacing. This is not believed to be related to the return reason and is believed to have occurred post revision surgery. An electrical test could not be performed due to the system lock. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, lock could not be obtained. This is not related to the return reason. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.